Event description:
It was reported that when the non-pacer dependent patient presented for a routine follow up, non-sustained right ventricular oversensing episodes due to noise were observed. Crosstalk was also noted. Programming changes were made.

Manufacturer narrative:
(B)(4).